Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of a leak in the set. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
The customer reported a leak during a chemo infusion: after the "rn started her taxol infusion she noticed fluid on the floor. When the set was opened, from the pump segment fluid started spraying all over the floor. The medication infusion was taxol". There was no report of pt harm or medical intervention. No further pt/ event info is available.